Event description:
It was reported by the affiliate that the (1) atb35 and the (1) tr35b were used during a prolapsus procedure. It was reported that the device would not function. There are no other details available. The case was completed with another instrument and there was no consequence to the pt.